Event description:
It was reported that the patient had a possible infection. They could not determine if any factors led to or contributed to the issue. The implantable neurostimulator (ins) and extensions were explanted. The issue was not yet resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3708640 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2022 product type extension product ID 3708640 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2022 product type extension. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 01-nov-2016, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 01-nov-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the infection continues unresolved. The patient was sent to infectious disease, and the doctor has no further answers until the patient is cleared by them. Additional information was received from the patient's representative (pt rep) who reported that in the "first part of (B)(6) " the wires above the ins battery got infected. The caller stated that the patient saw their surgeon on (B)(6) 2022, then on (B)(6) 2022 the surgeon removed the ins battery and wires, and put the wires behind the patient's ear and "capped them there for future use." It was unclear if the ins battery was re-implanted. The caller stated that the patient was treated for the infection, which got cleared up.

Manufacturer narrative:
Continuation of d10: product ID: 3708640, serial#: (B)(6), implanted: 2013 (B)(6), explanted: 2022 (B)(6), product type: extension. Serial#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.